Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the agila ceiling supply unit moved (rotated) without any user activity which led to a disconnection of the patient¿s catheters. No patient consequences have been reported.

Manufacturer narrative:
The root for the unintended rotation of the ceiling supply unit was a not optimal combination of the column alignment and the friction brake adjustment. In case the adjustment is not performed according to the real load situation at the customer, the braking force may not be sufficient to keep the arm in place. This is not a design or manufacturing problem. The adjustments have to be done during installation under the real load situation to allow for a stable device behavior. This procedure is part of the installation instructions. In case of load changes a readjustment may be necessary. In the reported case it can be assumed that there was no readjustment after the workplace went into real use. The instruction for use contain a warning about risk of self moving and the necessity to readjust the system in case of load changes. The customer accepted an offer from dräger to perform maintenance on the system.

Event description:
Please refer to the initial-report.